Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation observed the pump to be infuse within specifications upon flow rate testing the pump. The device was determined to meet all product specifications related to the reported event. The reported 'pump not infusing small volumes' was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not infuse small volumes and the patient did not get enough of the ordered pain medication during therapy(medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.